Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1125085, rev.j(oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
An end user called and reported that the rubber piece on his footrest came off and a nut has fallen off of his chair. The reporter does not know where on his chair the nut came from. An attempt was made to contact the dealer for further information however declined to discuss this incident. It was reported by the end user that he was not injured as a result of this incident.